Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels (31-600 mg/dl) since beginning pump therapy in (B)(6) 2016. Customer consumed glucose tablets to treat the low bg levels, and administered boluses to treat the elevated bg levels. Reportedly, customer stated that the bg levels may have been caused by an unspecified illness or possibly their pump settings. Recommendation was made to consult with health care provider to discuss diabetes management.